Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a flap complication while creation of flap resulting in vertical gas break through in the unknown eye of patient and there were abnormal laser scratches at the tunnel on patient interface during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).